Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated this device was explanted for an unknown reason. At this time, there have been no product performance allegations reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, upon interrogation, tachycardia therapy of this cardiac resynchronization therapy defibrillator (crt-d) was found to be programmed off. It was noted that several months ago, this patient underwent a heart valve replacement procedure in which tachycardia therapy was turned off pursuant to hospital procedures. Tachycardia therapy was inadvertently not programmed on prior to the patient's discharge from the hospital. It was questioned whether there was a stuck reed switch., if there was a stuck reed switch, there would have been a message on the screen upon interrogation indicating the device was in the presence of a magnet. There was no such message displayed upon interrogation. No adverse patient effects were reported.

Event description:
Additional information indicated that the device was programmed back on. The patient had no adverse effects as a result of this issue. The field representative indicated that the hospital is reviewing their pre-discharge procedures for post-surgical patients to ensure therapies are turned on (for all manufacturers). It was noted that the patient's hospitalization was complicated and lengthy which contributed to the miscommunication between health care professional (hcp).